Event description:
It was reported by the patient that the right ventricular (rv) lead was not working right. Patient stated that the physician turned the lead off because of an audible alert. Patient reported understanding that the lead could fracture and the doctor recommended that the patient be hospitalized to have it monitored. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 3830-59 implantable pacing lead implanted 2007 (B)(6); 4194-88 implantable pacing lead implanted 2007 (B)(6). (B)(4).